Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not starting completely. The philips field service engineer (fse) inspected the system onsite and found that the issue with host pc. Fse replaced the host pc in another case. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not power up completely. The system is unable to be utilized. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.